Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to visualization of black particles in her mask, tubing and humidifier. There was medical intervention required by the patient. The doctors put the patient on an inhaler and wa put on prednisone, antibiotics and nasal inhaler. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to visualization of black particles in her mask, tubing and humidifier. The manufacturer received information that the patient previously alleged asthma. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Patient outcome code grid, evaluation method code grid, evaluation results code grid, component and conclusion code grid were updated.